Manufacturer narrative:
B3 field was corrected aware date of initial issue needs correction; it was on 06/29/2020. The date of awareness that this correction/change wasneeded was on 07/07/2020. Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device.

Event description:
It was reported that the device was at pre-implant and got a message showing that voltage was too low for projected remaining capacity related to code 1003. The issue was reported to technical services and the required information was sent for disk analysis but no response was received. The device has already expired. No patient was involved.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device was at pre-implant and got a message showing that voltage was too low for projected remaining capacity related to code 1003. The issue was reported to technical services and the required information was sent for disk analysis but no response was received. The device has already expired. No patient was involved.